Event description:
Manufacturer received a user-facility medwatch from user-facility indicating that patient's ncp system was replaced due to battery failure. The form indicated that a copy was not sent to the FDA. Further investigation revealed that the user-facility was not sure that the battery had failed, but they filled out a medwatch form because they did not know what the battery life should be. It was reported that the explanted devices would not be returned to the manufacturer for analysis due to hospital policy. Battery life is variable based on programmed device settings. Attempts to obtain device programming history for review have been unsuccessful to date.